Event description:
The surgeon was using the suture in a coronary artery bypass graft procedure and the suture detached from the needle. This event did not result in any adverse consequence to the pt.